Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) with another manufacturer's chronic right ventricular (rv) defibrillation lead, high out of range shock impedance measurements greater than 125 ohms was observed upon connection of the lead to the device. It was noted that shock impedance measurements were stable and within normal limits when the lead was connected to the previous device. A 21 joule test shock was delivered and a shock lead open message was recorded. The previous explanted device was then reconnected to the lead and high out of range shock impedance measurments were observed. The device was attempted, but not implanted and the rv lead was surgically abandoned and replaced. Another device was successfully implanted. No adverse patient effects were reported.